Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist 30 curved tip stapler instrument to perform failure analysis. The instrument was analyzed and it was found to have no signs of physical damage. The stapler was tested in-house, and the instrument passed the initialization, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was attached to and was removed from the arm without any issues on multiple attempts. The instrument was fully functional. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endowrist 30 curved tip stapler had an exposed wire and the tip rotated awkwardly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the curved tip stapler be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a lobectomy procedure was performed. The issue was identified when the instrument was being cleaned. The procedure was completed robotically. There was no injury to the patient. No fragments fell inside the patient. There was no shakiness and or friction experienced or observed. The issue was persistent. There were no external collisions. The reported issue was resolved by removing the device and returning it. No patient demographic information could be provided.